Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with blood glucose reaching 383 mg/dl approximately three hours after a meal announcement and continuing to rise despite the existing infusion site, which the user noted might have been displaced by contact with a belt. Symptoms included elevated blood glucose without loss of consciousness, dizziness, or signs of diabetic ketoacidosis. Outcomes included no medical intervention, no use of backup therapy, and no hospitalization, with blood glucose trending down to 270 mg/dl after an infusion site change and resumption of delivery. Investigation included remote troubleshooting, verification of insulin flow through tubing up to the infusion site, and replacement of the infusion set. Investigation of this case revealed that the cause of hyperglycemia was unclear, with a potential contribution from an infusion site issue or site displacement; no device alarms were reported for persistent hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.